Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had damaged at the battery compartment. Customer¿s blood glucose level was 124 mg/dl. Customer noticed the cracked at the time of changing the battery. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.